Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hypoglycemia with a lowest blood glucose of 55 mg/dl by cgm and 52 mg/dl by glucometer, lasting approximately 10 minutes, after a meal at a restaurant followed by increased household activity; the user inquired about potential algorithm impacts from overtreating lows and providing meal announcements for elevated glucose, and was advised that a single overtreatment would not affect the algorithm and that meal announcements should not be used to correct elevations. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included no medical intervention, no ketone testing, no back-up therapy, and no assistance required. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed that the device functioned as designed with no device-related malfunction identified. It was concluded that the hypoglycemia was user-related with cause unclear and not related to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.